Event description:
It was reported that during a scheduled device change out, bipolar lead impedance was 230 ohms. The lead was removed from service, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This device meets or exceeds 14 years of service, and no patient complications or injuries were indicated. No user facility follow up will be done.